Manufacturer narrative:
This report will be updated when our investigation is complete.

Event description:
It was reported that the patient implanted with this pacemaker felt unwell with breathlessness on exertion and presented to the hospital for evaluation. The device was not interrogated; based on the patient's symptoms, implant duration, and the device's pacing function observed on a surface electrocardiogram (per her medical device ID card, model j067), the local representative recommended immediate replacement of the pacemaker. This procedure was scheduled for (B)(6) 2026. The patient was admitted to the hospital two days later for the replacement surgery and had been started on intravenous (IV) antibiotics. However, during the pre-operative device interrogation, the physician determined that the device listed on the patient's ID card did not match the implanted device. Additionally, the model listed on the ID card was included in a product advisory while the implanted device was not. Interrogation of the device showed a remaining longevity of about 2 years and therefore the procedure was cancelled. It was noted that during the initial evaluation at the hospital, the patient had undergone an echocardiogram that revealed a jerky motion of the septum and their left ventricle ejection fraction (lvef) was 45%. The patient had received diuretics which improved their symptoms. The patient was discharged from the hospital with the pacemaker remaining implanted and in service. No additional adverse patient effects were reported outside of being unnecessarily admitted to the hospital and receiving unneeded IV antibiotics. The patient and their family were angry to learn that for nearly ten years, they were carrying incorrect device information with no knowledge of what had actually been implanted, and were caused undo anxiety and worry when the patient almost underwent an unnecessary surgery. A corrected medical device ID card was provided to the patient.